Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed. The instructions for use states the following regarding access site bleeding: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure mode will be monitored and trended.

Event description:
The user facility reported an impella cp in a 65yo male for mechanical circulatory support. It was reported that the patient had uncontrolled bleeding at the access site. Vascular surgery was performed to remove the impella cp. During the removal, it was found that the superficial femoral artery was the point of entry for the impella. No additional information was provided.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. Per clinical details provided, the root cause of the access site bleeding was most likely due to anticoagulation management since the act at the time of bleed was 298 which above the limit range.